Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
It was further reported that in (B)(6) 2007, the patient presented with chest pain and dynamic EKG changes on the anterior leads. Vascular access was gained via the right femoral artery. It was decided to treat the proximal 70-80% hazy looking stenosis in the left anterior descending artery (lad). A 6fr non bsc guide catheter was utilized to engage the left main, and a non bsc guide wire was advanced without significant difficulties. However, the lad appeared completely occluded all the way to the ostium at this point. The patient was given intracoronary nitroglycerin with minimal improvement. The physician utilized a 2.5mm non bsc balloon for slow dilation which restored timi iii flow. A 3x16mm taxus express ii stent was deployed at 14atms with good step up and step down and a final diameter of 3.28mm. Several angios were taken with no evidence of perforation or dissection. The patient was discharged the next day on aspirin, plavix, beta blockers, ace inhibitors and statin therapy. In (B)(6) 2008, the patient presented with chest pain with diaphoresis and EKG findings consistent with acute anterior wall myocardial infarction. The patient had discontinued his plavix approximately one month earlier. Vascular access was gained via the right femoral artery. Initial images confirmed thrombosis of the previously placed taxus expressii stent. After advancing the 0.014 non bsc guide wire, a 2.5x15mm non bsc balloon was advanced across the stent and inflated to 18atms for 45 seconds. A 3.0x18mm non-bsc bare metal stent was then deployed within the stent at 18atms for 45 seconds.

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4).